Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg) (B)(6) 2005; 4068-52 implantable pacing lead (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performance and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was obstructed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Electrical continuity test results were passed. Visual analysis found outer insulation breached environmental stress cracking/in-vivo and inner insulation breached metal ion oxidation/in-vivo. The insulations breach did contribute to the electrical reported.

Event description:
It was reported that the right atrial (ra) lead had a polarity switch due to low impedance. The lead had oversensing of far field r-waves (ffrw), erratic pacing thresholds, and varying impedances. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.